Manufacturer narrative:
The country of origin is (B)(6). It was noted that the qc was performed directly after the measurements with blood with acceptable results. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was returned for investigation where it was tested using retention strips and control sample. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 47 mg/dl, 47 mg/dl, 46 mg/dl. Level 2 ¿ 304 mg/dl, 302 mg/dl, 311 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4) when compared to a result using an accu-chek inform ii with an unknown serial number. Using the left hand: at 11:17 the meter result was hi (indicates a blood glucose > 600 mg/dl). At 11:19 the meter result was 487 mg/dl. At 11:34 the meter result was hi (indicates a blood glucose > 600 mg/dl). Using the right hand: at 11:38 the meter result was 125 mg/dl and within 10 minutes the unknown meter serial number result was 183 mg/dl. The health status of the patient is stable.

Manufacturer narrative:
Strips was escalated to diabetes care for failure analysis. Visual inspection of the returned vial was performed, the strip vial, desiccant, and vial cap were inspected and all were acceptable in appearance, no defects were observed. Testing was done in such manner that raw data was collected for each strip tested. Results from returned strips were compared to master lot tested in the same run as returned. All results were acceptable with returned strips. During testing, bottom of the vials is scanned to obtain lot number, vial and roll number information. Lot number reported above in the results is last 4 digit of the manufacturing lot. This manufacturing lot was packed as accu-chek inform ii-de 50ct 10/cs f2, lot 478379. Batch record was reviewed, there is no non-conformance with the returned lot or alleged lot related to the customer¿s allegation. Additionally, retention testing is performed every 90 days, there is no failure observed with the returned lot.